Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken turn knob. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken turn knob. Upper case was broken around the menu encoder, atrial output connector was broken, hanger was cracked, capacitor 277 was damaged on the main printed circuit board (pcb), keypad was cut (damaged), menu control knob was missing, and the lower case had scratches. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.